Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failed and the device was not detected on the bus. A field service engineer (fse) confirmed that no problems were identified during inspection or testing. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and device was not detected on bus. User tried to recover but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.